Event description:
Follow up information identified the physician relocated the ipg to a new pocket site on (B)(6) 2018, resolving the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight, and then experienced discomfort at the ipg site. Diagnostics revealed normal impedances. As a result, the patient may be awaiting surgical intervention.